Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. Cause was not known. Reportedly, the customer lost consciousness due to bg level. Emergency medical services (ems) was contacted. Customer cannot recall treatment provided but believes ems administered a glucagon injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.